Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, the sheath bunched up at the dilator transition. As a result, another kit was opened and used. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The device history record review was performed on the sheath/ dilator assembly based on sales history and there were no relevant findings. The potential cause could not be determined based upon the information provided and without a sample. No further actions will be taken.